Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient and lead alerts triggered, and the lead exhibited high impedance. The lead detections were programmed off, and the lead will be extracted if possible and replaced. No patient complications have been reported as a result of this event.